Manufacturer narrative:
A device history record (DHR) did not find any defects or nonconformities. All records indicate that the device was manufactured in accordance with all applicable procedures. During the evaluation it was confirmed that no images were produced due to a faulty cable and charge-coupled device (ccd) unit. The coupler base plate is bent causing an off-centered image. The instructions for use (IFU) state: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Doing so could damage the cable.

Manufacturer narrative:
As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
A user facility reported that the image does not appear and they keep getting red dots on the screen while using the camera head. No patient involvement or injury was reported. No additional information has been obtained.